Event description:
The patient developed a herniated disc since spinal cord stimulator implant. Stimulation therapy was only helpful when the patient was lying down at night. Stimulation was too strong when she moved around. A magnetic resonance imaging was done. Afterward, the patient stopped feeling stimulation therapy. The screen of the patient programmer may have been blank when she tried to use it. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).